Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Blood glucose was not impacted. Customer loaded a new cartridge to address the issue.